Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: testing confirmed that the up, down, ok and contrast buttons were responsive to button presses and functional. The keypad had no visible sign of damage. No contamination or any other anomaly was found. The keypad wire was firmly seated in connector with no signs of damage or contamination visible. Unrelated to the keypad, the text on the display screen was dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).